Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate value of 85 units and remained static. Reportedly, the cartridge was filled with 225-240 units of insulin. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. There was no impact to the customer's blood glucose level.